Event description:
It was reported that it was a surgical site infection observed, not device related.

Manufacturer narrative:
(B)(4). Bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A follow up will be provided if additional information is received. Procode: fqh (lavage, jet) and fro (dressing, wound, drug). Device not returned.